Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pylorus preserving pancreaticoduodenectomy, the device partially cut the tissue. The same event occurred twice. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device partially cut the tissue. It was also noted that the knife was not up and fired. The same event occurred twice.